Event description:
It was reported that 24 nac prn assembly experienced cracks and microchannel issues. The following information was provided by the initial reporter: material no: 9100-335, batch no: 19124256. Regarding the nac prn assembly ,bulk OEM, we found two quality issues in the assembly process. Pn#:9100-335. Part name: nac prn assembly ,bulk OEM. Lot#:19124256. Po#: (B)(4). Issues description : 1) shortage in product received. 2) crazing on the body. So far, 24 pieces of defective products have been found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/17/2021. H.6. Investigation: twelve 9100-335 samples were received for investigation without packaging. A visual inspection confirmed the customer's experience as all the samples received had crazing at the clear section of the casing; five samples had crazing near the white female luer component, and the rest had crazing near both the female luer and the male luer components. A review of the production records for lot 19124256 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The components are weighed in order to determine the correct quantity within the bulk packaging; in this instance it is likely that the operator did not correctly follow the procedure, which resulted in an incorrect quantity being received. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 24 nac prn assembly experienced cracks and microchannel issues. The following information was provided by the initial reporter: material no: 9100-335, batch no: 19124256. Regarding the nac prn assembly ,bulk OEM, we found two quality issues in the assembly process. (B)(4). Part name: nac prn assembly, bulk OEM lot#:19124256. Po#: cgdd004728. Issues description : shortage in product received. Crazing on the body. So far, 24 pieces of defective products have been found.